Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 105 / code 102) was confirmed. As received, the monitor failed testing and displayed code 102 and code 105. Upon evaluation, the q13 and q16 insulated-gate bipolar transistors (igbts) had shorted. In addition, there was solder flux residue on the j1000 jumper pins, creating high resistance. The cause of the test failure and service codes is the shorted igbts and flux residue. The root cause for the shorted igbts was not positively identified. Root cause investigation of similar failures determined that flux residue on the j1000 connector can cause a service code 102. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was displaying service code 105 and code 102.